Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The needle mechanism was reset, the ratchet gear manually advanced, and the device successfully deployed. Data downloaded from the device indicates it ran for 539 pulses, administered multiple boluses, and maintained a basal rate throughout the run. Nothing was found that would indicate the device failed to deploy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose reached 571 mg/dl while wearing the pod between 4 and 24 hours. When removed from the insertion site (abdomen), the patient reported that the pink slide did not move forward, indicating a needle mechanism failure.